Event description:
Information received by medtronic indicated that an adverse event occurred during a cryoablation procedure. No transseptal puncture was necessary because of pfo (patent foramen ovale). Transesophageal echocardiogram (tee) used during passage of sheath. At the beginning of the third ablation in the left inferior pulmonary vein, there was a decrease in the patient's blood pressure. Tee showed a pericardial effusion. After hemodynamic stabilization, the patient was transferred by helicopter to a hospital heart surgery unit, where a puncture of the left atrium was found and closed. There were no alleged product issues reported during the procedure. Device 1 of 2, reference MFR report: 3007798852-2014-00004.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the shaft tip; the tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal. Functional test showed that the deflection worked as per specification. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.